Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduce the problem and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report errors m-11 and c-30 on integrated electrosurgical unit (iesu) or erbe. Surgery was ongoing. From logs, tse could see the synchroseal instrument was being utilized. Prior to calling, multiple erbe power cycles had been completed with no change to the fault condition. Tse asked the customer to confirm both e-100 and erbe generators were not connected to a mains multi-adapter and powered using dedicated mains outlets. The customer confirmed the full vision cart was powered from an or pendant along with both generators. Procedure was expected to be completed in the next 1-2hrs, and tse requested the caller to call back for further troubleshooting on the erbe. The customer called back for further troubleshooting. The fault was isolated to the monopolar function of the erbe. Monopolar cables, instruments had been replaced and both monopolar ports of the erbe generator were attempted with no change to the fault condition. Site routed the erbe mains power cable away from the pendant and connected to its own dedicated power outlet. The procedure was successfully completed using synchroseal bipolar from the e-100 and bipolar energy from the erbe. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found errors c-00 during visual inspection. No additional visual issues were found. The unit will be returned to original equipment manufacturer for further failure analysis and possible repair. The complaint was confirmed based on failure analysis. The probable cause of error c-00 and m-11 is attributed to a faulty component inside the erbe generator. These errors indicate high frequency voltage measurement value too high and internal timeout. This error can be resolved through troubleshooting or replacement of the generator.